Event description:
It was reported that the patient developed 'granulomas' and that the pump was 'not working'. The patient was anticipated to have an MRI. The device system was used to deliver morphine. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 8709sc, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter, product ID 8703w, lot# l58813, serial#, implanted: 1999 (B)(6), explanted: product type catheter. (B)(4).

Event description:
There was no CT evidence of a granuloma at the end of the catheter tip. There were no fractures or paraspinal masses.

Manufacturer narrative:
(B)(4).